Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. Customer¿s blood glucose was unknown. The customer reported that there was one small crack to right corner of the screen out into the plastic. When the customer does battery swap it will do a countdown and then it will say battery no good even if it was a new battery. The customer has gotten button errors stated that he may not even be touching the insulin pump. The insulin squirts during priming, says it was not tiny drops, it will squirt a couple units out. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.